Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that this was an open reduction internal fixation with the unknown implants in question for clavicle bone fracture on an unknown date. After the implanting, the clavicle fracture complete healing was confirmed, and removal surgery was done. However, the patient had a fracture again on an unknown date. Re-surgery will be performed for implant fixation. The surgeon commented that although the fracture site was completely healed, the part where the screw was inserted had weakened because the implant was removed. After implant removal, the patient may have moved the shoulder vigorously or received a strong impact, but the timing of implant removal and the reason for fracture are not clearly known. No further information is available. This report is for one (1) unk - screws: trauma. This is report 1 of 1 for complaint (B)(4).